Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed via a light for 3 seconds against a white background and 3 seconds against a black background, which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date from (B)(6) 2021 to present. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in one (1) intravia container. The pm was described as ¿plastic like particles¿ observed in the finalized sterile compounded bag. The device was filled with an unknown solution (reported as one of the following medications: milrinone, ampicillin, dobutamine or foscarnet). Per baxter¿s recommendations, the user(s) were not using a needle greater than 18 gauge. The event occurred prior to patient use. Therefore, there was no patient involvement. No additional information is available.